Event description:
Complaninant alleged that during biomed testing the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.